Manufacturer narrative:
Additional information has been provided in d.10, h.3, h.6, and h.10. The system was examined and the reported event was not replicated. However, as a preventive measure the footswitch was replaced. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available (B)(4).

Event description:
A customer reported that there was no phacoemulsification (phaco) power. The handpiece was primed and tuned by the operating room nurse but no response when surgeon used footswitch. A 2nd handpiece was tried, machine was shut down, restarted and doctor profile was changed but still no phaco power. The surgical staff indicated that there was zero phaco power on the screen. Patient harm was not reported. Additional information has been requested.